Event description:
The hosp reports 7 pts who have recent positive ralstonia cultures from the tracheal aspirates. Six of these were related to the use of a vapotherm humidifier, 5 of these infants and one in an older pt. One death and one serious infection were associated with the positive ralstonia cultures. The pt who died had down's syndrome and had undergone surgery to repair cardiac defects. The pt had positive blood cultures and tracheal cultures for ralstonia and was septic. The gram-negative sepsis was thought to have been a factor that contributed to the death. The serious infection was a case of ventilator-associated pneumonia in a 32 week gestation infant, who had a ralstonia in a tracheal culture. The pt was treated with antibiotics and recovered. The devices used by specific pts were not cultured for the specific purpose of testing if the device and pts had the same genotype ralstonia. The hosp does not know the lot number of the index devices. The hosp owns 9 or 10 vapotherm devices and also rents the devices, and interchanges devices as needed. The hosp cultured five devices that had just been disinfected and found two of these to have ralstonia present. Similarly, they cultured four that had been currently in use, and found one to have ralstonia present. The hosp cultured the gas exit port for these devices, as representative of the area of greatest concern. The hosp has always used sterile water and has always followed the recommended decontamintation procedures, including decontamination of the water path. The hosp concentrated on the ralstonia problem, and may not have cultured for other organisms; no other organisms are reported. The hosp had one nasal cannula with ralstonia that had been used with a vepotherm, a water supply bag was cultured-negative. Several used cartridges had positive ralstonia cultures. The MFR provided the hosp with a new cartridge and machine in response to the problem. The device was hand-carried to the hosp. The device was set up and run for without a pt for 30 minutes, after which cultures were taken from the outlet gas itself, and a water flush of the gas system. The MFR's rep was on site at the time. The cultures grew ralstonia. The lot of sterile water was tested and was sterile. The hosp was told that the devices were pressure-tested using "potable water" not sterile water after production in other country. The reporters think that this device arrived at the hosp already contaminated. The hosp sent samples to the cdc and to a univ. They report that the univ result by rapd and pfge showed one predominant genotype in the hosp isolates, as well as other genotypes of ralstonia. They understand the same predominant genotype has been found at other hospitals. The one pt who had a sinus and tracheal culture of ralstonia unrelated to the use of a vapotherm was a young woman with cystic fibrosis, who had had a lung transplant. She was admitted to the hosp for treatment of a sinus infection. The hosp (via the hospital's respiratory therapy div) informed the vapotherm co of ralstonia cultures associated with the vapotherm. The cdc conducted an on-site investigation for about one week.